Event description:
The facility reported a flogard infusion pump that "is not working". It is unknown if this event occurred during delivery. There was no report of patient involvement or patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of a flogard infusion pump that "is not working" was confirmed in the sample evaulation as a battery low problem. The cause of the problem was a defective battery. Service replaced the battery to fix the problem.

Manufacturer narrative:
(B)(4). (B)(6).